Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. Furthermore two channels were disabled due to a short circuit and non-auditory percept in 2017. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet due to device unrelated medical reasons.

Event description:
The recipient no longer has hearing benefit with the device after falling and hitting his head near the implant site. A cut was noted on the pinna but swelling or bruising was not noted at the receiver. No date for surgery has been set yet.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Furthermore two channels were disabled due to a short circuit and non auditory percept in 2017. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient no longer has hearing benefit with the device after falling and hitting his head near the implant site. A cut was noted on the pinna but swelling or bruising was not noted at the receiver. Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient no longer has hearing benefit with the device after falling and hitting his head near the implant site. A cut was noted on the pinna but swelling or bruising was not noted at the receiver.